Manufacturer narrative:
The investigation for the console (aic) purge issues has been completed. Data logs nor the device was returned for evaluation. Therefore, the root cause of the purge issues could not be determined. Added-h6 impact code 4629.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during intensive care unit training the automated impella controller (aic) did not recognize a cassette was inserted. Another purge cassette was used, and the same issue occurred. The aic was exchanged, and the problem was resolved. There was no patient involvement.